Manufacturer narrative:
The lot was manufactured from july 18, 2020 - july 20, 2020. Two (2) actual samples were received for evaluation. A visual inspection was performed, and it was noted that the non-reopen clamp on the fill port was still open for sample 1 and closed for sample 2. For sample 1, the clamp required excessive pressure to close. It was noted that a loose piece broke off from inside the closed damaged clamp when sample 1¿s clamp was closed. For sample 2, the clamp was already closed; however, damage to the clamp was also noted. The reported condition was verified. The cause of the condition is manufacturing related. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During sample evaluation of two (2) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags, it was noted that the non-reopening clamps on the fill port were damaged. This was identified prior to patient use. There was no patient involvement. No additional information is available.